Event description:
It was reported to ge medical systems that during an mr exam of the right shoulder a pt was burned on the right elbow. The right elbow had been wrapped in a pillow case during the exam as the pt was large at 304 pounds. The pt returned three hous after the exam to be treated for the burn. Days later the pt noticed another blister. The burns became infected. The pt was placed on medication and is doing fine. The horizon users manual warns that pts need to be padded with foam pads to prevent bore contact.